Event description:
It was reported in a maude review that during an acl reconstruction, the top 1/3 portion of the screw broke-off on the femoral side while inserting into the graft. The surgeon felt the graft was stable and left the screw in place. No further details will be received as no foia request will be made.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) not provided. No further patient information can be provided at the time of this report. No additional adverse consequences have been reported from this event. This device is used for treatment. The device cannot be requested for evaluation as the complainant source is unknown therefore the event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the complainant's event is typically caused by the combined condition of an implant not being seated properly on the driver and prying or leveraging while still loaded. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.